Event description:
It was reported that anesthesia connected the epidural tubing to the epidural solution, and during initial priming, the green clamping mechanism on the cassette was suspected of not being fully engaged to occlude the tubing. The tubing was not attached to the patient, and the event occurred in labor and delivery.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.